Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting and shortness of breathe. Once at the hospital the patients personal diabetes manager (pdm) was checked and there was a communication error. The patient was admitted to the intensive care unit (ICU). The patient was given an insulin drip and their blood pressure was checked every hour. After 1 day in the ICU the patient was brought back to a hospital room. The patient was released from the hospital after 2 days. The patient had followed up with their doctor who made some settings changes on the patients pdm.